Event description:
It was reported to philips that the heartstart mrx defibrillator cable was not recognized therefore would not deliver the test shock. There was no pt involvement.

Manufacturer narrative:
(B)(4).